Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was torn on the ok button, the pump is unresponsive to the up arrow, down arrow, and ok buttons, the up arrow, down arrow, and ok button contacts were inverted, the pump was intermittently responding to the contact button, and there was adhesive/contamination found under the contrast button contacts.

Event description:
It was reported that it is difficult to make the pump respond to all the buttons. The ok button looks worn and the ok and down buttons do not click as usual. The pump reportedly has not been exposed to moisture.